Event description:
It was reported that the closure device shifted a left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had shifted and pushed out of the appendage on the inferior side. The closure device remained anchored on the limbus side of the laa. The patient is scheduled to have the closure device surgically removed and to have a new 24mm closure device implanted at a future date. There were no patient complications that were reported to have occurred. It was further reported that the patient underwent a procedure to remove the closure device. The physician successfully removed the closure device via a percutaneous approach. The patient did well following this treatment. The plan is to reimplant in the future with a 24mm closure device, but the date has yet to be determined.

Event description:
It was reported that the closure device shifted a left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had shifted and pushed out of the appendage on the inferior side. The closure device remained anchored on the limbus side of the laa. The patient is scheduled to have the closure device surgically removed and to have a new 24mm closure device implanted at a future date. There were no patient complications that were reported to have occurred.